Event description:
A competitor reported that after the device reached eri (elective replacement indicator), the patient received pacing therapy all the time in the ventricle, and that the patient may have had pacemaker syndrome. Prior to eri, the patient had not been pacing in the ventricle. Hysteresis was programmed on and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 implantable pacing lead, (B)(6) 2004. (B)(4).